Manufacturer narrative:
Despite efforts, additional information could not be obtained. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited fluctuating low out-of-range shock impedance measurements following an atrioventricular node ablation procedure. Measurements fluctuated between 0 and 35 ohms. Boston scientific technical services (ts) suggested possible causes and provided feedback for device testing. Additional follow-up was performed the following day at which time shock impedance measurements were within normal limits and stable. Despite this, ts suggested performing a manual high energy shock test to verify the true shock impedance value and ensure efficacy of the high voltage portion of the system. A manual shock was performed returning shock impedances within normal limits in each shock vector. Engineering review of data saved to the device indicates it is functioning normally per design as no abnormal behavior was observed; it was suggested that the out-of-range measurements may have been the result of environmental interference. The patient was discharged home and will continue normal follow up. No adverse patient effects were reported. This system remains in service.